Event description:
It was reported that after the patient received an appropriate shock for a vf detection, oversensing due to noise was observed. The noise was reproduced with provocative testing. Programming changes were made. The patient will continue to be closely monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.